Event description:
The patient reportedly experienced decrease in performance. Multiple electrodes of the patient's device have been turned off to avoid overly loud sensation. The company was informed that the patient's electrode has migrated out of the cochlea. The surgery to explant the patient's device has been performed.